Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a prior service within the review period. Visual testing confirmed that the pump does not recognize that the cassette is locked. The probable cause was identified as a defective flex circuit, which was replaced. The device will undergo functional and delivery testing to confirm performance within specification prior to return to the customer.

Event description:
The device was returned as it was stated that there was a locking and unlocking problem. The investigation found the flex sensor circuit was not functioning properly. There was no patient involvement.